Manufacturer narrative:
Batch reviews performed on 24 october 2017. Lot 166422: (B)(4) items manufactured and released on 30 january 2017. Expiration date: 2022-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 54/28, code 01.26.2854mhc, lot. 160253 (k092265) (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 161052 (k112115) (B)(4) items manufactured and released on 18 may 2016. Expiration date: 2021-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon revised the stem, head and liner. The surgery was completed successfully.